Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22015, related manufacturer reference number: 2017865-2020-22018. It was reported that the patient presented to the hospital due to a blood infection. An echocardiogram was performed which showed vegetation on the right atrial (ra) lead. The physician explanted the patient's implantable cardioverter defibrillator (ICD) and ra lead. The physician was unable to explant the right ventricular (rv) lead, so the rv lead was capped during the same procedure on (B)(6) 2020. The patient was stable throughout.